Event description:
The customer reported to customer service that the housing on the transformer for her breast pump broke apart where the prongs come through when the customer tried to plug it into the wall. Customer also stated it was hot to the touch, but no sparks or odor.

Manufacturer narrative:
The customer was sent a replacement power supply. The product was received on (B)(4) 2013. Though the product has been received, it has not yet been tested/analyzed by quality engineering. Therefore, no conclusions can be made to the cause of the event. However, the customer stated that the housing broke apart, which is a safety risk. In follow up with the customer, she indicated no spark, smoke, or fire, and no injuries sustained as a result of the issue. The customer stated the housing broke at the area containing the prongs exposing inner electronics. This issue with the damaged transformer housing for the pump in style device was addressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.